Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered difficulty crossing the lesion and stent damage occurred. The stent was prepared per boston scientific protocol. The vessel was predilated with an unknown size balloon. The physician was unable to cross the lesion with a taxus express2 3.00x12mm drug eluting stent. The stent was removed and there was damage to the struts at the distal end of the stent. These struts were previously not visually damaged. No pt complications were reported. The procedure was successfully completed with a driver stent.